Event description:
It was reported that the patient was presented to the ER with a non sustained lead noise alert due to sensing latency between the far field and the near field channel. The device was reprogrammed and remains implanted. The patient will be closely monitored.